Manufacturer narrative:
It was reported that the device was not explanted and would not be returned for evaluation. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired out of the hospital; therefore, no further information was available. The device was not explanted and would not be returned for evaluation.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 10 months. The device is expected to be returned for analysis. It has not yet been received. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2017 due to an ischemic cerebrovascular accident. Additional information has been requested but has not been provided.